Event description:
It was reported that during reprocessing, the bronchovideoscope was found with the distal end burned. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU bf-1tq290 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.